Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. Ketone levels measured 6 mmol/l. The pod was worn on the patient's hip/buttocks for between 1 and 4 hours. The pod was leaking and the patient was not feeling well and decided to remove the pod. Patient went to the emergency room at approximately 5:00 p.m. On (B)(6) 2025 and was transferred on the same day to the (B)(6) hospital. Symptoms reported include dizziness, vomiting and tremors. The patient's mother stated the patient received dka d12 dispense and sodium true IV for treatment. A new pod was successfully applied. The patient was released the following day (B)(6) 2025.